Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy. Customer's blood glucose (bg) ranged from 507-570 mg/dl. A manual insulin injection was used to address bg.